Manufacturer narrative:
Reliability analysis was unable to perform insertion complaint due to complaint being against the serter. Customer only sent back the sensor by itself. There was no cannula retracted found during analysis.

Event description:
Customer reported via phone call sensor anomaly. Customer advised their inserter was not working and that they received their replacement sensor. Customer advised that the inserter messed up the sensor and the cannula was missing from the sensor. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.